Manufacturer narrative:
(B)(6) hospital. (B)(4). The device was not returned to the manufacturer for evaluation.

Event description:
It was reported that the patient underwent a procedure for l2-s1 fusion and l4-s1 tlif with implant of expandable interbody cage. The expandable cage was partially expanded and became stuck. The cage was removed and replaced with another implant. No patient complications were reported.